Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Customer reported delayed results >24 hours associated with the vitek 2 ast-gp67 card. They are experiencing frequent vancomycin terminations for enterococcus and staphylococcus on card: ast-gp67, lot 13236124. Although this event does not allege that death or serious injury actually occurred it has been determined that there is potential for serious injury should the situation recur. There is no field safety corrective action associated; an internal biomerieux investigation has been initiated.

Manufacturer narrative:
Biomérieux on-site investigation was conducted by the local field service engineer (fse); reference sap notification 1453358. The local fse evaluated the system and replaced the vitek® 2 instrument reader ledge. Verification tests were performed successfully following replacement. Upon processing additional vitek® 2 ast-gp67 test kits, the customer is no longer observing vancomycin termination. Historical review for the vitek® 2 instrument (serial number (B)(4)) determined installation occurred on 16dec2009. Review of the service history for this unit indicates the most recent reader ledge replacement was 27sep2012 ((B)(4)). As the customer has no service agreement, and therefore no routine service except as requested, the reader ledge does not get replaced at the recommended two-year interval. As identified within a previous biomérieux investigation, a worn reader ledge can cause drug terminations. This combined with the evidence that the vancomycin terminations ceased after the reader ledge was replaced, it is concluded that the cause of this failure was a worn reader ledge.